Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported that on (B)(6) 2011 she was unable to test her blood glucose because her freestyle lite blood glucose meter displayed a blank screen. She further reported experiencing a headache and blurred vision. Customer self-presented to her healthcare provider, was diagnosed with hyperglycemia and was given januvia 100 mg. And novolog insulin 6 units, which were changes to her normal medications. She was additionally told to self-treat with levemir 12 units for the next three days. There was no report of death or permanent injury associated with this event.